Event description:
It was reported the patient inquired about a ¿defective recharger.¿ it was stated ¿telemetry failed¿ between the patient¿s implantable neurostimulator (ins) and both a patient and physician programmer. It was noted ¿there may have been no problem with the depth¿ of implant ¿as the site was recognizable by gently touching the location.¿ it was stated an overdischarge was unlikely due to the number of days that had passed between the beginning of the patient¿s recharge issue and viewing of the charging screen during a (B)(6) 2014 visit. It was reported that x-ray analysis had confirmed the patient¿s ins print ¿faced the body surface¿ and was no improperly oriented at the time of report. It was noted the ¿last successful telemetry was on (B)(6) 2014.¿ this was further noted to have been five days after the ins was implanted. It was reported that charging was performed three days prior to report and that ¿the patient confirmed that the recharging screen was displayed, although the charging efficiency was poor.¿ it was stated that on the day of report ¿telemetry could not be achieved at all¿ when charging was attempted. It was further stated the recharger displayed the ¿adjust the antenna¿ screen when attempting telemetry. It was reported that a second recharger was tried with the same results that time. It was noted that telemetry was attempted with a patient programmer with an antenna and a second patient programmer without an antenna and both displayed a question mark. Attempted of telemetry with a physician programmer resulted in a ¿there was no response from the device¿ message. It was noted the ins impedance measurements as of two days prior to report were within normal limits. It was reported the event posed ¿no¿ health hazards to the patient. Additional information reported ¿the plan for the ins device exchange would be scheduled on (B)(6) 2014.¿ additional information stated the ins could not be turned on the day after initial report. It was noted the ins stimulation ¿had been off¿ at the time of report and that the patient ¿might have turned it off before bedtime on (B)(6) 2014. Additional information stated the ins was able to be recharged properly up until the day after initial report. It was also stated that no communication could be achieved with the ins on (B)(6) 2014. It was reported that no error codes had been observed. It was stated the patient ¿the patient had properly used the instruments from the implant date¿ until the communication issues were experienced on (B)(6) 2014. Further information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information reported that after a prm was performed, the message "neurostimulator battery has been completely discharged" was displayed. It was stated following the successful completion of the prm, the recharger and programmers could communicate with the ins. It was further stated the patient was receiving "effective therapy" at the time of follow-up.

Event description:
Additional information was received which reported that a physician recharge mode (prm) was performed. However, after the prm was completed, recharging ¿did not start¿. Another prm was performed. After the second prm, recharging was possible. This was done for 2 hours after which the power-on-reset (por) message was displayed along with the error code 0x8. Additionally, the message ¿neurostimulator battery has been completely discharged. Battery capacity has been decreased. Neurostimulator service life has been shortened¿ was displayed along with the por. The por was reset with the clinician programmer. Parameters were reset. There was no abnormal impedance measurement and normal output was confirmed. However, battery status was unknown because it was not recorded. Telemetry was eventually possible with both the patient and clinician programmers and the patient was receiving therapy appropriately. The patient was going to be monitored. Telemetry strips from an interrogation session performed on (B)(6) 2014 confirmed impedances were within normal range. Battery status was "ok".